Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed.

Event description:
The patient was undergoing a thrombectomy procedure in the proximal m2 segment of the middle cerebral artery (mca) using a penumbra system jet 7 reperfusion catheter, velocity delivery microcatheter (velocity), and non-penumbra sheath. During the procedure, the physician completed one pass using in the target vessel using the jet7, velocity, and sheath. Upon removal, the physician noticed that the distal tip of the jet7 was flattened; therefore, it was no longer used for the remainder of the procedure. The procedure was completed using another jet7 and the same velocity and sheath. A thrombolysis in cerebral infarction (tici) grade 2b recanalization was then achieved. There was no report of an adverse effect to the patient.